Event description:
It was reported that a physician was using an assurant cobalt peripheral stent to treat stenosis in the subclavian artery of a patient. A 90cm sheath was inserted into the femoral artery and the wire crossed the lesion. An attempt was made to cross the lesion with the stent, however it was reported that the stent came off the balloon. An attempt was made to insert the balloon back into the stent, but this was unsuccessful. The device was removed from the patient and a smaller balloon was inserted half way into the stent and it was implanted in the iliac artery. No patient injury occurred and no clinical sequelae were reported. Cine image review: procedural images did not capture the attempted delivery and subsequent dislodgement of the stent in the sub-clavian artery. The images show the dislodged stent positioned on the guidewire and the subsequent deployment of the stent in the iliac artery.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent dislodgement). (Root cause is undetermined). Unapproved use of device (device is not approved for use in the subclavian arteries). Evaluation conclusion: unable to confirm complaint (root cause is undetermined). Known inherent risk of procedure (stent dislodgement). (B)(4).